Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer was able to resolve the alarm with a set change. Customer was not available to troubleshoot at the time. Nothing further reported.